Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00188, 00189, 00190. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned. (B)(4): evidence that product in specification when used.

Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
After the initial report it was determined that this was reported in error. Please void the initial and follow up reports. Product was not revised and no complaint stated against the product.